Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. D4: batch # unk. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Partially fired. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? No. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, c9dk38, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire farther after fired a little. Changed the new one to complete surgery. No additional information can be provided.